Manufacturer narrative:
This event occurred at (B)(6) hospital, united kingdom. Manufacturer's investigation conclusion: the reported event of a motor disconnect alarm, followed by the system stopping, was confirmed via the log file extracted from the returned centrimag console (serial number (B)(6)) during testing. On (B)(6) 2020, the system was observed to be operating around 4300 rpm / 5.8 lpm. At 15:54 on this date, a system shutdown was observed to have been initiated. Within the same minute, an m2: motor disconnected alarm and an m4: motor alarm, correlating to sub-fault ¿sf_lmc_levitation,¿ was observed, indicating a potential issue with the motor. At 15:58, the system¿s set rpm speeds were observed to have been set multiple times, to 800 and 1300 rpm, and the motor would briefly operate at these speeds before falling to 0 rpm within the same minute. Several more m2 and m4 alarms, with intermittently associated s3: system fault alarms, were observed throughout the remainder of the data, as well as events where the motor would stop running at a low set pump speed. The system was observed to have been shut down on (B)(6) 2020 at 18:26 and was not observed to be in patient use throughout the remainder of the log file. The returned centrimag console was tested at the european distribution center on 26jan2021. The console was tested alongside known working test equipment; however, atypical events were unable to be reproduced throughout all testing. Although the console operated as intended throughout testing, the console¿s lmc board and motor lemo connector were replaced with new components as a precaution. The serviced and tested console was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 3 ¿about the 2nd generation centrimag primary console warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual section 8 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support.". The 2nd generation centrimag system operating manual section 10.1 entitled "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2020-06198.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion the reported event of a motor disconnect alarm, followed by the system stopping, was confirmed via the log file extracted from the returned centrimag console (serial number (B)(6)) during testing. On (B)(6) 2020, the system was observed to be operating around 4300 rpm / 5.8 lpm. At 15:54 on this date, a system shutdown was observed to have been initiated. Within the same minute, an m2: motor disconnected alarm and an m4: motor alarm, correlating to sub-fault ¿sf_lmc_levitation,¿ was observed, indicating a potential issue with the motor. At 15:58, the system¿s set rpm speeds were observed to have been set multiple times, to 800 and 1300 rpm, and the motor would briefly operate at these speeds before falling to 0 rpm within the same minute. Several more m2 and m4 alarms, with intermittently associated s3: system fault alarms, were observed throughout the remainder of the data, as well as events where the motor would stop running at a low set pump speed. The system was observed to have been shut down on (B)(6) 2020 at 18:26 and was not observed to be in patient use throughout the remainder of the log file. Information from the reported event date, (B)(6) 2020, was unable to be observed within the log file, as the earliest available timestamp was (B)(6) 2020. The returned centrimag console was tested at the european distribution center on (B)(6) 2021. The console was tested alongside known working test equipment; however, atypical events were unable to be reproduced throughout all testing. Although the console operated as intended throughout testing, the console¿s lmc board and motor lemo connector were replaced with new components as a precaution. The serviced and tested console was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 3 ¿about the 2nd generation centrimag primary console warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 8 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 10.1 entitled "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Centrimag motor failure was reported. As the nurse was adjusting gas settings the stack monitor alarmed multiple times with one of the messages being, "motor disconnected." Afterwards, the centrimag console screen had gone blank, and the motor stopped revving. Motor was exchanged.